Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2015, the patient had a total left hip replacement and received a wright profemur stem, the size 9, standard offset dynasty shell size 54, class a liner, size 38 and 6.5 x 35 mm. Cancellous screw, sleeve for the short neck and the ceramic 38 mm. Head.on (B)(6) 2023 ( less than 8 yrs. After the surgery) at 6:00 am lying in bed there was a loud pop and the patient could not use his left leg. He went to the local emergency room where they took an x-ray and stated "your hip device has failed". The x-ray revealed a fracture in the ceramic head of the hip device. By the time the patient could get a hip revision surgery on (B)(6), the ceramic head had broken in to 15-20 shards which the surgeon had to remove. The patient has now recovered and is physically better. The patient is writing because he believes he is entitled to some sort of compensation for the failure of the hip device and consequent physical and emotional distress.